Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was too soft. The needle broke, curls when tying a knot, so they have to cut the suture and use a new one without any issue. Patient is doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was too soft. The suture breaks easily and curls when tying a knot, so they have to cut the suture and use a new one.